Manufacturer narrative:
The dental implant surgical guide is a single-use, patient specific device. It is manufactured using scan data which is read by medical professionals. All plans are reviewed and approved by the customer (medical professional). There is no indication that the guide placed the implant in a position other than what was planned. The main contributing factor was the lack of adequate bone at the implantation site selected.

Event description:
The complaint stated that the surgical guide placed the implant 3mm-4mm buccal from the surgical plan as designed. The implant surgery was aborted mid-surgery during drilling. The implant was discarded and bone graft material was applied to the site and then covered.